Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. DHR review could not be performed. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sale representative reported on behalf of the customer that the screw of the a1059 mayfield modified skull clamp feel out during positioning the patient by the resident neurosurgeon on (B)(6) 2019. They had to ask for another skull clamp and resume positioning. Upon inspection of the skull clamp by the sales representative, the threading where the clamp and the swivel adapter connect was ripped out. What most likely occurred was that the surgeon needed to reposition the clamp slightly and did not loosen the swivel adapter torque screw enough to allow movement, and subsequently attempted to rotate the clamp. There was evidence of this practice on this specific skull clamp due to the worn down starbursts (teeth). The skull clamp in question was 12 years old (5 years past expected end of life). Additional information received on 18nov2019 indicated that the patient was scheduled for a micro vascular decompression cranial nerve v procedure. The mayfield c clamp was inspected pre-positioning and no broken parts were noted. The patient was positioned and pinned with the mayfield c clamp. It was connected to outside of mayfield table attachment and screw snapped off. They then decided to attach the c clamp to the inside. There was no patient injury reported and no delay in surgery.